Event description:
It has been reported to company that the hypotube of the wire fractured, causing the occlusion balloon to deflate. The physician inserted the occlusion balloon wire into the patient and inflated the occlusion balloon to occlude the vessel. The physician inserted the stent delivery catheter and successfully placed the stent. The physician removed the stent delivery catheter and noticed that the occlusion balloon had deflated. The physician was unable to aspirate the vessel. The physician removed the occlusion balloon wire nad examined the wire and noticed the wire had fractured. The patient is reported to be fine.